Event description:
Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) tube placement (patient gender, age, and weight are unknown). According to the complainant, the balloon ruptured approximately two weeks after placement. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.